Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement of greater than 2,000 ohms along with loss of capture. The patient was reported of not feeling well. The patient was reevaluated and will be scheduled for an epicardial placement. Additional information received indicates that the lv lead was surgically abandoned while the crt-d remains implanted. A new epicardial lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.